Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was showing signs of infection at the pocket per surgeon. Explant and reimplantation on the contralateral side. The issue resolved at the time of report.